Manufacturer narrative:
.

Event description:
It was reported that high impedance was observed on vns patient's system. It was reported that the patient had fallen 3 weeks before his clinic visit. Since that fall, the patient did not feel the stimulation and experienced an increase in seizures. It was reported that the vns patient's device was tested on (B)(6) 2015 and system mode diagnostic results revealed high impedance (dcdc code 7). X-rays were taken and sent to the manufacturer for review. The generator appears on the x-rays to be placed in upper chest in normal arrangement. The filter feed-through wires appears to be intact. The lead connector pin appears fully inserted into the generator connector block. No strain relief or any tie-downs are visible, placed to secure the bend. Part of the lead appeared to be behind the generator and could not be assessed. No clear lead breaks or sharp angles were found in the parts of the lead that could be assessed. It was reported that the device was switched off. No known surgical interventions have been performed to date.